Event description:
It was reported that the pilot valve for an irc5po2v concentrator is not shifting. Per independent repair center statement, unit is alarming or has a red light. The key failure is the pilot valve not shifting. Additional malfunctions were, the tie wraps were leaking and the hose clamp was leaking.